Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) alarmed and displayed error code #54, and therefore, was pulled out of service and sent to the customer's biomedical department. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, h2, h10, h11. Corrected fields: a1, a3, b5, d4 (version/model #), g1, h6 (health impact code). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1, h4.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the electrical test fails code # 54 in the fault logs, in addition to code 53 and code 67. Additionally, the fse found saline contamination on the front end board. As such, the fse replaced the pcb, front end module and completed front end calibration. The fse then performed functional, pneumatic and electrical safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarmed error code #54, and therefore, was pulled out of service and sent to the customer's biomedical department. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.